Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage/x-rays showing coil possibly broken off into the uterine wall'), fallopian tube perforation ('perforation fallopian tube') and device dislocation ('migration:') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included ibuprofen since (B)(6) 2010 to 2018, paracetamol (tylenol) since (B)(6) 2009 and prednisone since (B)(6) 2013 to 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced back pain ("back pain") and chest pain ("chest pain"). In 2009, the patient experienced fatigue ("fatigue,"). In (B)(6) 2010, the patient experienced headache ("headaches,") and migraine ("migraines"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("x-rays showing coil possibly broken off into the uterine wall"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/chronic"), dermatitis allergic ("allergy: rash/skin condition"), dysmenorrhoea ("dysmenorrhea"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), tooth disorder ("dental prob"), nausea ("nausea,") and visual impairment ("vision problems") and was found to have weight increased ("weight gain") and neoplasm ("tumors,"). The patient was treated with surgery (robotic laparoscopic total hysterectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, device expulsion, weight increased, abdominal pain, pelvic pain, back pain, dermatitis allergic, dysmenorrhoea, psychological trauma, dyspareunia, bladder disorder, urinary tract infection, fatigue, alopecia, tooth disorder, headache, nausea, neoplasm, visual impairment, migraine, vaginal discharge and chest pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, chest pain, dermatitis allergic, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, nausea, neoplasm, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion was (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: result: total bilateral occlusion; on (B)(6) 2007: essure confirmation test(s) (unspecified) result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-apr-2021: medical record received. Reporters added, case became medically confirmed. Essure removal details and removal date added. New event "x-rays showing coil possibly broken off into the uterine wall" was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube'), device breakage ('breakage/ expulsion: breakage') and device dislocation ('migration:') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included ibuprofen since (B)(6) 2010 to 2018, paracetamol (tylenol) since (B)(6) 2009 and prednisone since (B)(6)2013 to 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced back pain ("back pain") and chest pain ("chest pain"). In 2009, the patient experienced fatigue ("fatigue,"). In july 2010, the patient experienced headache ("headaches,") and migraine ("migraines"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/chronic"), dermatitis allergic ("allergy: rash/skin condition"), dysmenorrhoea ("dysmenorrhea"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), tooth disorder ("dental prob"), nausea ("nausea,") and visual impairment ("vision problems") and was found to have weight increased ("weight gain") and neoplasm ("tumors,"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, weight increased, abdominal pain, pelvic pain, back pain, dermatitis allergic, dysmenorrhoea, psychological trauma, dyspareunia, bladder disorder, urinary tract infection, fatigue, alopecia, tooth disorder, headache, nausea, neoplasm, visual impairment, migraine, vaginal discharge and chest pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, chest pain, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, nausea, neoplasm, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, visual impairment and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: result: total bilateral occlusion; on (B)(6) 2007: essure confirmation test(s) (unspecified) result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') and device dislocation ('migration:') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/chronic"), back pain ("back pain"), dermatitis allergic ("allergy: rash/skin condition"), dysmenorrhoea ("dysmenorrhea"), psychological trauma ("psych injury"), dyspareunia ("dyspareunia"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), fatigue ("fatigue,"), alopecia ("hair loss"), tooth disorder ("dental prob"), headache ("headaches,"), nausea ("nausea,") and visual impairment ("vision problems") and was found to have weight increased ("weight gain") and neoplasm ("tumors,"). At the time of the report, the device breakage, device dislocation, weight increased, abdominal pain, pelvic pain, back pain, dermatitis allergic, dysmenorrhoea, psychological trauma, dyspareunia, bladder disorder, urinary tract infection, fatigue, alopecia, tooth disorder, headache, nausea, neoplasm and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, nausea, neoplasm, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, visual impairment and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) result - bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain, dysmenorrhea (cramping),dyspareunia, back pain, dermatitis allergic, device breakage, device dislocation, psychological trauma, bladder problems, uti, fatigue, hair loss, dental probs., headaches, nausea, tumors, vision problems ,weight gain. Patient demographic added, essure insertion date updated , essure indication updated. Lab data added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') and device dislocation ('migration:') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/chronic"), back pain ("back pain"), dermatitis allergic ("allergy: rash/skin condition"), dysmenorrhoea ("dysmenorrhea"), psychological trauma ("psych injury"), dyspareunia ("dyspareunia"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), fatigue ("fatigue,"), alopecia ("hair loss"), tooth disorder ("dental prob"), headache ("headaches,"), nausea ("nausea,") and visual impairment ("vision problems") and was found to have weight increased ("weight gain") and neoplasm ("tumors,"). At the time of the report, the device breakage, device dislocation, weight increased, abdominal pain, pelvic pain, back pain, dermatitis allergic, dysmenorrhoea, psychological trauma, dyspareunia, bladder disorder, urinary tract infection, fatigue, alopecia, tooth disorder, headache, nausea, neoplasm and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, nausea, neoplasm, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, visual impairment and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-oct-2019: quality safety evaluation of ptc (product technical complaint). Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube'), device breakage ('breakage/ expulsion: breakage') and device dislocation ('migration:') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included ibuprofen since (B)(6) 2010 to 2018, paracetamol (tylenol) since (B)(6) 2009 and prednisone since (B)(6) 2013 to 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced back pain ("back pain") and chest pain ("chest pain"). In 2009, the patient experienced fatigue ("fatigue,"). In (B)(6) 2010, the patient experienced headache ("headaches,") and migraine ("migraines"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/chronic"), dermatitis allergic ("allergy: rash/skin condition"), dysmenorrhoea ("dysmenorrhea"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), tooth disorder ("dental prob"), nausea ("nausea,") and visual impairment ("vision problems") and was found to have weight increased ("weight gain") and neoplasm ("tumors,"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, weight increased, abdominal pain, pelvic pain, back pain, dermatitis allergic, dysmenorrhoea, psychological trauma, dyspareunia, bladder disorder, urinary tract infection, fatigue, alopecia, tooth disorder, headache, nausea, neoplasm, visual impairment, migraine, vaginal discharge and chest pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, chest pain, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, nausea, neoplasm, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, visual impairment and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: result: total bilateral occlusion; on (B)(6) 2007: essure confirmation test(s) (unspecified) result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received: - reporter information was added. New event added perforation fallopian tube, migraines, vaginal discharge, chest pain and severity added. Lab test was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.